Event description:
It was reported that the patient did not report any symptoms. It was noted that the right atrial lead exhibited noise and oversensing as well as high out of range pacing lead impedance observed remotely via (B)(6). A lead fracture was suspected though not confirmed via chest x-ray. The atrial lead was explanted and replaced. The patient was stable.